Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 4 inappropriate anti-tachycardia pacing (atp) and 9 tachy shocks due to an episode of atrial fibrillation (af) with rvr. The episode was isolated and therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. Corrected field: b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 4 inappropriate anti-tachycardia pacing (atp) and 9 tachy shocks due to 3 episodes of atrial fibrillation (af) with rvr. Therapy was exhausted in one of the episodes. This device remains in service. No additional adverse patient effects were reported.